Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during fractured metacarpal procedure, the variable angle locking screw would not lock to the plate. The screw was set aside and the surgeon chose another screw of the same size to lock the plate. There was no surgical delay. Procedure was successfully completed. Patient outcome was successful. Concomitant device reported: plate (part/lot unknown, quantity 1). This report is for a locking screw. This is report 1 of 1 for (B)(4).